Event description:
Per the sales representative, when the repositioning pin was being used, it broke into two pieces. Both pieces were removed from skull and case was completed successfully.

Event description:
Per the sales representative, when the repositioning pin was being used, it broke into two pieces. Both pieces were removed from skull and case was completed successfully.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
Visual inspection revealed that the tip of the repositioning instrument was broken at the thread region. The broken thread fragment was returned for investigation. Further, visual investigation revealed that the location of the thread breakage points to the fact that the repositioning pin was not fully inserted up to the shoulder ring. Within the sem investigation, it was determined that the breakage surface showed the structure of a low fatigue breakage with secondary cracks and embrittlement of the material caused by applying too high bending forces. The root cause for the reported event can be attributed to a user related handling issue. No indications were found for any material or manufacturing related issue.